Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735737 sw kit, lot # 2.1.0. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the site was not sending raw dicom. The navigation system then passed the system checkout and was found to be fully functional. H6: b01, c07 and d14 apply to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site's newest scanner sent images to pacs, and those images were pushed to the navigation system, several slices were missing from the full study. No patient present. There was no patient involvement. Additional information was received. It was reported that the issue was with the scanner, not the navigation system and was resolved with the site.

Manufacturer narrative:
H3) a software analysis was performed. It was determined that the software was functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.